Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. The sample was centrifuged for 5 minutes at 4000 rpm. Based on the type of sample tube the customer uses, the centrifugation time is not long enough. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 immunoassay analyzer. The initial result was 67.73 pg/ml with a data flag. This result was reported outside of the laboratory where it was questioned by the physician. A new sample was obtained and the result was <3 pg/ml. The original sample was repeated and the result was <3 pg/ml. The low troponin t hs results were believed to be correct. The troponin t hs reagent lot number was 381547 with an expiration date of 31-may-2020.